Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and found that the heater tray had a slight bend downward at the left, rear corner of the cycler. The go/ no go gauge check failed. The go check failed at the left side of the heater tray at the center and left, rear corner of the tray, as well as at the rear of the tray on the left corner. The cause of the go failure was due to the heater tray improperly having a slight bend downward at the left, rear corner of the cycler. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no unusual noises/sounds emitted by the cycler during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. There were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The mushroom head check passed. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient feeling full during fill two. The cycler alarmed with scale reading error. The technical support representative assisted the patient to perform a stat drain. The patient drained 7328 ml. This drain volume is 366% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the feeling of fullness relieved after draining. The pdrn stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.